Event description:
I use a tandem x2 paired to a dexcom g7 cgm. The sensor reading went off (high) by 100 points. Of course my pump reacted with what it thought was the correct amount of insulin. Luckily I caught the incorrect sensor reading in time and was able to eat my way back to safety. If I had not noticed the sensor reading was wrong I could have died. Dexcom needs to do better.